Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and at the time of the reported event, the insulin gauge displayed 380 units. The customer declined to reload the cartridge and declined further follow-up from tandem technical support. There was no impact to the customer's blood glucose level.